Event description:
It was reported that patients spinal cord stimulator leads had fractured due to impedances. Additional information was received that patient underwent a spinal cord stimulator (scs) replacement procedure. It was noted that patient had difficulty charging the implantable pulse generator (ipg) and was not able to get enough pain relief from the spinal cord stimulator (scs) device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160, model: sc-1216. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patients spinal cord stimulator leads had fractured due to impedances.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7120787.

Event description:
It was reported that patients spinal cord stimulator leads had fractured due to impedances. Additional information was received that patient underwent a spinal cord stimulator (scs) replacement procedure. It was noted that patient had difficulty charging the implantable pulse generator (ipg) and was not able to get enough pain relief from the spinal cord stimulator (scs) device. Additional information was received that patient was doing well post operatively and the explanted device will not be return.